Event description:
A tandem mobi cartridge alarm was reported by the caller, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying a "high" value. The customer had not taken any actions to address the high blood glucose level at the time of the call. Technical support confirmed the occurrence of cartridge alarm 30 during the load process and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. However, the customer was unable to reload the cartridge and resume insulin therapy due to a lack of additional supplies. The patient was advised to follow up when supplies become available.